Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The wire was used to get through a chronic total occlusion upon advancement, the wire punctured through catheter. The tip of catheter was attached but was hanging off. The device was removed and a catheter was no longer needed and the procedure continued as intended. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.